Event description:
An angio-seal device was deployed in 2000 uneventfully, and demonstrated 60-70% proximal left anterior descending (lad) stenosis with heavy calcification. An iliac angiogrpahy was performed followed by deployment of a 6f angio-seal device without acute complications. The pt was discharged the next day after a follow-up visit with the cardiology fellow who stated "the catheterization site is clean, dry and without apparent hematoma formation. There were no apparent complications; the pt tolerated the procedure well". Six days after this, the pt presented to the local emergency room complaining of a fall without loss of consciousness and was found to be "mildly" febrile (feverish) with a white blood count of 11 (which is high) and blood cultures were taken prior to discharge. Blood cultures were positive for gram positive cocci (infection) and the pt was admitted to the hospital with hypertension, diabetes and renal insufficiency with positive troponin. The cath team noted a firm, non-fluctuant mass at the groin site. Eight days after admission, it was noted that the ultrasound revealed a possible pseudoaneurysm and the vascular surgeon noted a possible infected hematoma without pseudoaneurysm. The pt was taken to surgery for exploration of the groin site at which time the angio-seal device was removed and the artery repaired with drainage of an apparent abscess. It should be noted that the physician has stated that this case occurred during a time when a new cath lab nursing staff were being trained on prepping and draping sterile techniques. "In the lab, nursing takes primary responsibility for this because of a belief that infection rates are lower when prepping is done by appropriately trained nurses (as opposed to cardiology fellows). The physicians did not directly supervise this training. Therefore, it would be difficult to rule out the possibility that an unrecognized break in the sterile technique contributed to this complication". The physician has indicated that this issue is being addressed with the nursing service in order to provide appropriate training to the cath lab nursing staff. The pt expired due to infection complications.